Event description:
Allegedly, patient was revised due to peri prosthetic fracture. Component not revised: advance ii cocr tibia base nonporous sz 3 standard product ID: ktccnp30 lot #: 020153197. Revision njr number: 4348091. Side: r. Primary asa: p2 - mild disease not incapacitating.